Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07796 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
It was reported that the pump was successfully placed and within expected performance parameters. The patient remained relatively stable throughout the removal and reinsertion of the cp, however, prior to leaving the cardiac catheterization laboratory the patient coded an additional 3 times requiring cardiopulmonary resuscitation. Return of spontaneous circulation was achieved each time. The patient was then transported to the unit where she coded an additional two times. During the second and final code the patient's family asked that all attempts at resuscitation be halted, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support.it was reported that there were positioning issues with the impella pump. Post-angioplasty, it was noted that the impella flows, and map declined significantly. The pump was noted to be against the free wall of the left ventricle and repositioning was attempted. Although initial troubleshooting resolved the performance issues, the pump again began to experience complications and further attempts to reposition were required. When repositioning proved difficult, the staff opted to completely remove the pump and re-insert the device using wire assisted re-access. The pump was successfully placed, and support continued. There was no reported patient harm.